Event description:
Ivc filter was difficult to deploy. The umbrella of the filter deployed properly. 1-3 of the filters legs were caught on the pusher wire and remained stuck when the filter deployed. The doctor retracted trying to release the legs. When the sheath and the pusher wire was retracted, the filter was dragged 1 cm caudal. 2 of the filter legs ended up in the right iliac vein and the umbrella remained in the ivc.